Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully extracted several years ago. Recently, the patient wanted this rv lead explanted due to pocket infection. Additional information was obtained from the field representative indicating that this rv lead was not successfully extracted during the procedure hence the rv lead was abandoned surgically. Furthermore, several days later this rv lead was explanted successfully in an open heart surgery. There were no additional adverse patient effects reported.